Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 390 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (back), the pod's cannula was found bent. In addition the patient experienced irritation at the pod infusion site.

Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. Investigation of the cannula assembly did not find the soft cannula bent, kinked, or damaged. The downloaded data does not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. Additionally, the cannula assembly and bottom housing were inspected and no damages or abnormalities were observed that could cause skin irritation for the user. Thus, the exact cause of the reported skin irritation could not be determined.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod 5 pod. D2a - common device name changed from unavailable to alternate controller enabled insulin infusion pump. D2b - procode changed from unavailable to qfg. Correction to d(4): model no changed from pt-000536 to pt-000435. Catalog no changed from unavailable to pod-ble-h1-520. Unique identifier (UDI) # changed to (B)(4).